Manufacturer narrative:
We were unable to evaluate the original gns-112 test card because it had been discarded by the customer. The customer did return all remaining gns-112 cards from lot p96x. Thirty-eight returned cards were evaluated with three vision system cameras and no problems were detected with the card codes. Visually, the codes appeared to be good and well centered. The cards were also evaluated with three vitek system readers and had no failures. The customer has reported no further problems. Based on the description of the event and the fact that initially the card was correctly identified by the vitek reader, we suspect that the presence of dust on the optical arrays of the vitek reader is the probable explanation for the problem. Customers are provided with a maintenance checklist that recommends that the optical arrays be to prevent problems of this type.

Event description:
A vitek gns-112 card lot p96x was tested and initially was correctly identified by the vitek system as a gns-112 susceptibility card. The card type is identified by a card code stamped on the side of the card. After 5 hours incubation, the card was incorrectly identified by the vitek reader as a gns-114 susceptibility card. As a result of the different configurations and contents for the two vitek cards, ten antibiotics were erroneously analyzed. This may have caused false susceptible and/or false resistant results to be reported. The error was detected and the lab notified the physician about the problem on the same day patient treatment had not been changed as a result of the potentially incorrect lab results. It continued as it was prior to the lab test. The lab was directed to clean the optical arrays of the vitek system, to return the remaining gns-112 from lot p96x for evaluation, and to notify us if any additional problems occurred.